Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (B)(4), alleging that her onetouch ultra2 meter read inaccurately low compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2019. The patient reported obtaining an alleged inaccurate low blood glucose reading of ¿45 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient informed the csr that she manages her diabetes with 15 units of humalog in combination with exercise and it was not reported if the patient made any changes to her usual diabetes management routine in response to the alleged inaccuracy issue. The patient denied developing any symptoms due to the alleged inaccuracy issue but did report going to the hospital on (B)(6) 2019 were she had her blood glucose measured and a result of ¿200 mg/dl¿ was obtained and also claimed receiving 22 units of humalog as treatment. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the test strips were within open expiry/discard date. The reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute blood glucose excursion.